Manufacturer narrative:
Date of event: 2016.

Event description:
A report was received that the patient was experiencing discomfort and shocking sensations at the pocket site. The patient underwent a revision procedure wherein the pocket site was relocated and four extensions were added. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort and shocking sensations at the pocket site. The patient underwent a revision procedure wherein the pocket site was relocated and four extensions were added. The patient was doing well postoperatively.